Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The interconnect cable plug was replaced. The system operates as intended.

Event description:
The customer reported that the interconnect cable plug needed to be replaced. No pt injury was reported.